Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was unable to be inserted through the left subclavian vein due to stenosis, where the old lead had been capped. A new pocket was open on the right side and the physician attempted venous puncture several times and lasted for 3 hours, which was successful eventually. During the attempt, the physician had difficulty controlling the bleeding. All the measurements were within normal range after implant procedure and the patient was transferred to intensive care unit with alert status. The next day it was reported that the patient expired.